Manufacturer narrative:
Monitoring for similar failures. No other reports of this type at present.

Event description:
Customer claims unit exploded and damaged her carpet. No death or serious injury reported. Picture of device showed thermal damage, but the device is intact with no evidence of explosion.